Event description:
It was reported the patient presented to the emergency room with palpitations and cough. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was responsible for non-sustained right ventricular oversensing (nsrvo) alerts received for myopotential oversensing. Programing changes were implemented. The patient was in stable condition.